Manufacturer narrative:
The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ per the tandem user guide, "the dexcom g6 cgm only allows pairing with one medical device at a time (either the t:slim x2 pump or the dexcom receiver), but you can still use the dexcom mobile app and your t:slim x2 pump simultaneously using the same transmitter ID." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. In addition, it was reported that intermittent invalid transmitter ID alerts occurred. Despite multiple attempts, a sensor session was unable to be initiated. Transmitter was replaced to resolve the issue. Reportedly, there was obstruction between the pump and the transmitter and the customer had more than one medical device pairing. No additional patient or event information was available.